Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The reported defib status loading error could not be duplicated during testing. The device logs show the unit successfully charged to 200j four times with three shocks delivered prior to the occurrence of charge failure entry. Review of the system log suggests the battery voltage dropped to 8v for approximately 15 milliseconds, suggesting battery performance may have been a factor. Zoll recommended the battery be replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.